Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No problem or issues were identified during the device history record review. A sample was returned for evaluation. The sample returned for evaluation was received decontaminated, without original packaging and inside of plastic bag. The complainant returned unit was visually inspected under normal conditions of illumination according to the procedure. The visual inspection did not detect any kinks, damage or any discrepancies that would affect the performance of the sample. During functional testing, no difficulty was detected during the priming and no alarm was activated; the water could pass through the whole device; thus, the failure mode reported is not confirmed. Tube arch height was measured with equipment and the sample failed the arch height tube measurements. However, the sample was received in used conditions these could affects the pump tube height. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No corrective actions are required since the complaint was not confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, the line could not be vented. No patient consequences were reported. No adverse effects were reported.